Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room on (B)(6) 2018 due to hyperglycemia and diabetic ketoacidosis with blood glucose level was 408 mg/dl at time of incident. The customer was treated with intravenous insulin fluids and manual injection. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specific . Device passed self test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor .unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device received with cracked case at display window corners and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.